Manufacturer narrative:
Laboratory analysis summary: the device related to the reported events rupture and seroma-late was received on april 01, 2025, with lot number 2231691. Based on the product analysis performed, the assessments of the complaints are: rupture: observed a broken assessed as an unidentified (tear) opening (shell thickness within spec) and observed missing shell assessed as inconclusive. Seroma-late: unable to observe as it is not related to the manufacturing process. No other observations observed, no further actions are required.

Event description:
Patient reported a left side rupture. Company representative later reported "rupture and seroma." Device has been explanted.

Event description:
Patient reported a left side rupture. Company representative later reported "rupture and seroma." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of seroma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported a rupture to an unknown side. This record represents the left side. Device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ seroma late: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: a.2., h.6.

Event description:
Patient reported a left side rupture. Company representative later reported "rupture and seroma." Device has been explanted.